Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. The insulin pump was received with minor scratches on the display window, cracked display window corners and a cracked reservoir tube lip.

Event description:
Customer reported that he was pushed into the ocean while wearing the insulin pump and that the moisture exposure caused it to short-out. The blood glucose reading was 213 mg/dl. He stated that it was fully submerged and that he was not able to dry it out and that there was fluid visible under the display. Nothing further was reported.